Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Upon resetting the instruments it was noticed that the flexible drill bit had fractures in the springs-coils.

Manufacturer narrative:
Examination of the returned drills confirmed the complaint; fractures noted throughout both layers of proximal spring-coils within the flexible drill bit shaft. The fracture is consistent with overload of the flexible shaft, with a load applied while advancing the drill with the flexible shaft bent in a manner that exceeds the ultimate strength of the wires comprising the flexible shaft. Previous investigations have determined that use error is the likely root cause. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.